Event description:
Information was received indicating that during use of this smiths medical cadd extension sets leaking line around the connector was noticed. It was reported that the device exhibited high pressure. No patient injury reported.